Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "After the remediation was completed on this vent it was put back into service. It was being setup and was in stand by mode went vent inop and did not alarm. It was taken back to the shop and given to the remediation team and they told [name removed] to call it in for a break fix technician to come in and correct the issue. Field service dispatched."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and verified the complaint. As correction to the customer the gas deliver engine and esophageal pulmonary monitoring assembly were replaced. The alleged faulty components were received by carefusion on (B)(4) 2012, routed to carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch report will be submitted.